Event description:
Procedure: vats wedge resection. According to the reporter: the surgeon was operating thoracoscopically and had fired 2 loads of the same lot number and on the same portion of lung. On the third firing the staples did not form, however, they did cut the lung tissue. The surgeon then had to open the patient and perform a thoracotomy. He also had to then use a linear stapler to correct the staple line. Formal thoracotomy-patient had to then go to thoracic ICU.